Manufacturer narrative:
The device has not been received to date. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the hd camera head is unable to display image. The event occurred during reprocessing, prior to a therapeutic procedure. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's device evaluation and investigation. Based on the results of the device evaluation, a couple of non-reportable phenomenon such as a blurry image and a kink/discoloration on the cable were identified. The reported event of no image being displayed was confirmed to have occurred due to a faulty charge-coupled device (ccd). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the root cause of the faulty ccd could not be identified. Olympus will continue to monitor field performance for this device.